Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device is powering on and off and continues to beep. The customer states they have tried to replace the battery, but the issue persists. The customer's blood glucose level was 130mg/dl. Trouble shoot for battery out limit was conducted. The customer was advised that replacement battery cap would be sent out. The customer was advised to monitor the device and call back if issues persist. The customer declined to troubleshoot for blank display.